Event description:
Allegedly, one broach had a slight curve to the tip. While in joint, tip broke off. Surgeon was unable to remove it.

Manufacturer narrative:
Investigation is not complete. Additional information has been requested from the user facility and the surgeon. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. Trends will be evaluated. This report will be amended when the investigation is completed.